Manufacturer narrative:
The tandem user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 88 mg/dl, and the meter bg reading was 30 mg/dl. Reportedly, multiple bg meters were used for calibrations. Reportedly, the customer began to experience convulsions and was taken to the emergency room. Customer was hospitalized for low bg and was treated with intravenous fluids, gatorade, peanut butter and food. Customer was released from hospital the same day with issue resolved and no permanent damage. Tandem technical support performed pump system check with the customer and no issues were identified. A replacement sensor was sent to the customer.